Event description:
Medtronic received information that during use in a case, the tip of the novosci sucker in this perfusion circuit came off. It was uncertain if the tip fell into the patient's chest or if it fell amongst the sterile drapery. The perfusionist stated that the surgical case was a long and difficult one, and that upon completion of the procedure the patient needed to be placed on extracorporeal membrane oxygenation (ECMO) support. The perfusionist stated that the patient's need for ECMO support was not the result of the possible loss of the tip of the sucker line in the patient's chest. The product from this event was discarded and was not available for return. Possible lot number for the perfusion circuit: 208595046 or 208510826.

Manufacturer narrative:
Medtronic's quality engineers are working with the component manufacturer (novosci) to investigate the root cause of the issue. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic inspected the inventory of the affected component and no defective material was found. A review of the specifications, assembly process, and the device history record were reviewed and did not reveal any issues that would cause or contribute to the detached component.